Event description:
Livewire duo-deca steerable electrophysiology catheter lot# 9022469, ref# (B)(4). Inserted into patient. In attempts to place catheter into appropriate position within heart, catheter wire broke within catheter, lodging catheter inside the vessel. Right internal jugular vein access obtained in order to dislodge livewire duo-deca catheter and remove it from vessel. Catheter was successfully removed with no immediate harm to patient. New cs catheter, ez steer catheter inserted, and procedure continued with no other immediate concerns.